Manufacturer narrative:
9/17/97-supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during an unspecified procedure. The suture breaks very easily. No pt injury reported.